Event description:
The event is reported as: the customer indicates that they have had pts that were intubated long term, 5-10 days that the tube becomes extremely soft and kinks. Pt bit through tube with numbers rubbing off of the tube. The pt was re-intubated. No report of pt injury.

Manufacturer narrative:
The device sample was not returned for evaluation. A DHR (device history record) review could not be conducted since the lot number was not provided. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend related complaints.